Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a 'video assisted thoracoscopic rul wedge lung resection' procedure, in the third firing, a gold cartridge was chosen to transect a lung tissue. They used gold and green cartridge in first and second fire respectively. A lung tissue was compressed for twenty seconds before firing. Then the stapler was fired and the tissue was pushed towards to the distal end of the jaw for around one centimeter. Most of the staplers on staple line were malformed. Massive bleeding occurred once a jaw was released and opened. Another cartridge was used to cease the bleeding and complete a lung transection.

Manufacturer narrative:
Pi1-123eokf. Date sent: 6/27/2016. H2: additional information was requested and the following was obtained: how much blood was lost (ml)? According to the surgeon, little blood was lost, less than 150cc. Did the patient require a transfusion? No transfusion needed were there any other patient consequences or changes in the post-operative care of the patient as a result of the event? Please explain. No clinical consequences. Patient who was a 87 years old lady went home on postoperative day 4. You stated that patient who was a 87 years old lady went home on postoperative day 4. Did the patient have an extended hospital stay due to the issue that occurred with the device or was this a routine hospital stay? It¿s the normal practice of this surgeon. No extra stay is needed.

Manufacturer narrative:
(B)(4) date sent: 1/23/2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.